Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: the patient is currently in a stable condition and has been discharged smoothly. No subsequent adverse event reports have been received.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2026 and the midwife used suture to perform post delivery vaginal suturing. Before use, check that the appearance of the material is normal and that the product is within its validity period. Suture to the joint site behind the vagina, which is the last stitch, has been routinely subjected to tension reduction treatment. The needle tip broke. In theory, without obvious tissue tension, the needle tip may suddenly break during surgery, and the broken needle body may remain in the muscle layer tissue behind the vagina. After the incident, the midwife immediately stopped the suturing operation, calmed the mother's emotions, and reported to the on duty doctor as soon as possible. The doctor immediately arrived at the scene and conducted a detailed exploration of the wound and muscle tissue under aseptic operation. Two people cooperated to conduct a detailed exploration of the local tissue. The broken needle residue was successfully found and completely removed, confirming that there were no foreign objects left in the body and no active heavy bleeding. Subsequent diagnosis and treatment: replace the suture and complete vaginal wound suturing in a standardized manner; strengthen perineal wound disinfection and anti infection care after surgery, closely observe wound bleeding, redness, pain, and healing, and monitor vital signs. Currently, the patient has recovered smoothly without infection or other complications. The adverse effects caused by the patient are as follows: immediate physical discomfort: the suture needle breaks and stays in the muscle layer, causing local tissue pain and foreign body discomfort in the parturient. During the operation, tissue exploration and repeated pulling operations are increased, exacerbating local mucosal and muscle layer damage in the vagina, and increasing postpartum wound edema and pain. Psychological and emotional impact: sudden instrument breakage and foreign body retention during surgery can cause significant tension, anxiety, and panic in the parturient, leading to adverse stimulation of the delivery medical experience and postoperative psychological state. Medical diagnosis and treatment impact: temporary interruption of normal suturing process increases the operation time of surgery and the workload of medical treatment, and additionally increases the investment of postoperative observation, nursing, and follow-up medical resources. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify about what is meant by "anti-infection care after surgery". Was the patient prescribed antibiotics? If antibiotics were prescribed post-operation, were they prescribed because of the needle broke? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? Please describe any medical/surgical intervention required for this suture event including dates and results. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Were the needle piece(s) retrieved during the same procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?